Manufacturer narrative:
The field service engineer determined there was a broken aspiration tube in the cuvette rinse station. The issue was corrected. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent/electrode lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested on the cobas 6000 c501 module. Results for the following parameters were affected: na electrode, ureal (bun), albumin, and ca2 (calcium). Affected samples will have high results and when repeated, the results are within the normal reference range of the assay. No specific results were provided.